Manufacturer narrative:
Failure analysis confirmed the insulin pump was received with unresponsive buttons and button error alarm due to corroded keypad traces. No frozen display or moisture damage one electronic assembly/motor noted. The pump did have a cracked display window corner, scratched lcd window, cracked reservoir tube lip and missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and moisture damage. The customer's blood glucose reading was unknown. The customer stated the insulin pump was exposed to beach water. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.